Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the device was not draining urine properly; causing urine to build up in the bladder. The device allegedly was checked for kinks but none were found. The patient reportedly suffered increased pain.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "- visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or damaged or if any imperfection or surface deterioration is observed, do not use. - periodic observations of this system should be made to ensure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, the bag may have to be changed. - kink drainage tubing a minimum of 3 inches below the sampling port until urine is visible under the access site. - in any drainage collection system, the drainage tube should hang straight from bedside to the drainage collection unit. This helps permit good flow and helps minimize ascending infection due to urine pooling from bedside to collection device. Excess tubing should be arranged to permit "straight-line" drainage." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the device was not draining urine properly; causing urine to build up in the bladder. The device allegedly was checked for kinks but none were found. The patient reportedly suffered increased pain.